Event description:
It was reported that a homechoice machine experienced an unspecified issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the condition. Functional testing, electrical testing, and simulated therapy were performed. The cause of the condition was determined to be the membrane gasket. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.